Manufacturer narrative:
Other, sixty cadd extension sets from p/n 21-7092-24 l/n 3844278 were received for evaluation. Two extension sets were received in used conditions without their original packaging and 58 were in unused conditions inside their closed original packaging. Visual inspection was performed at 12? Under normal lighting to the received units, in order to detect any damage on the units. Both used samples were received with the join of the asv and the y-site broken, this connection is bonding during manufactured process thus, shall not be unscrew; no discrepancies were detected on unused samples. The units were tested using a hydrostat vessel. No leaks were observed in any of the assemblies during the test. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The cause of the issue was unable to be determined as there was no fault found with the returned samples.

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking at the medication port. The issue was discovered immediately on use and there was no patient/clinical injury.